Manufacturer narrative:
The reported used/damaged device was returned to conmed for evaluation. Visual inspection verified the tip of the suture passer needle was missing/broken off. This tip was not returned as it is stated to remain in the patient's muscle. The device was also found bent insisting excessive force was applied during use. A review of the manufacturing documents has verified the devices were produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture that would contribute to this issue. All (B)(4) devices in this lot passed the final quality and sterilization inspections before shipment. No similar complaints have been reported against this lot. A two-year review of complaint history revealed 2 similar complaints have been received for this device family. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and found acceptable. The needle shaft and blade are made of (B)(4) super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the instructions for use provide the following warning and precautions. Avoid lateral stressed to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Whether used arthroscopically or in open surgery, the suture passer must be used under direct visualization. If the tissue is excessively thick or rolled and the suture passer jaws do not close far enough, there is a chance of suture passer needles missing the window of the suture retrieval mechanism. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use disposable suture passer needle for more than one procedure. Reuse could cause fatigue and/or breakage of the needle, which may cause possible patient injury. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported a smi-00d needle broke during a shoulder procedure. The surgeon was unable to remove the broken piece of the needle due to it being inside the muscle. This fragment of metal was confirmed through x-rays. The procedure was completed with the use of an alternative smi-00d device. To date, the patient is recovering as expected. This incident is being reported as a patient injury due to a non-implantable device remaining in the patient.